Event description:
It was reported that via merlin.net, non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made. The patients condition was fine.